Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for an unknown lcp plate/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal, ¿controlled dynamic stability as the next step in ¿biologic plate osteosynthesis¿ - a pilot prospective observational cohort study in 34 patients with distal tibia fractures¿ (2014) freude, t., et. Al. Patient safety in surgery, 8:3. Between 03/2009 and 10/2010, a multi-centre study on the plating of acute traumatic distal tibia fracture with low bend distal medial tibia lcp and the dls 3.7 was conducted. The purpose of this prospective, non-controlled cohort study consisted in evaluating the safe use of the new dls 3.7. The patients were recruited in four centers. Surgery was performed within 4 days after the trauma. Either a 3.5 lcp low bend medial distal tibia plate (depuy-synthes, (B)(4)) or an lcp distal tibia plate (depuy-synthes, (B)(4)) was used in all cases. In total, 34 fractures in 34 patients were enrolled in our own center in the contest of the limited multi-center study. Only one revision after 7 weeks due to infection was necessary. After surgical revision and the systemic administration of antibiotics, the soft tissue and the bone healed. In one case, one dls 3.7 was removed after 4 months because of skin irritation. Bone healing itself was uneventful. This is report 1 of 3 for (B)(4). This report is for an unknown lcp plates and refers to the infection requiring revision surgery. This report is for 1 device.